Event description:
This is filed to report the atrial septal defect (asd) that was observed after use with the steerable guiding catheter (sgc), which required treatment with an ads device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted and the mr was reduced to 1. After the steerable guiding catheter was removed, a 9mm atrial septal defect (asd) was observed. There was no significant shunting of blood through the asd. The asd was treated with a percutaneous asd device. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial septal defect appears to be related to patient/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.